Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with palpitations and chest discomfort. The pacing lead was observed with increased thresholds. The physician suspected the discomfort was due to pacemaker syndrome and that the thresholds were a sign of microdislodgement. The lead was reprogrammed in the meantime until the patient could come back for a revision. Upon the revision procedure, high thresholds were present, but the lead was successfully repositioned. Soon after, the patient experiencing chest pain and hypotension. Echocardiogram confirmed that fluid had accumulated in the pericardium as a result of perforation. Pericardial drainage was performed, and the lead remains in use. No further patient complications have been reported as a result of this event.